Manufacturer narrative:
Corrected information provided.

Event description:
Additional information was provided by a company representative. Both surgeons in the facility have the feeling that the knives are coming out easier.

Manufacturer narrative:
Evaluation summary: no sample has been received for the report of trocars pulled out and trocar blades stuck within trocar cannula. Because no sample has been returned for evaluation, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that trocars from vitrectomy paks were being pulled at the moment when the knives were removed. The trocars were stuck with the knives. Normally it was possible to pull out the knives after placement of the trocars, now they require to hold the trocar with a forceps. No patient harm occurred. Additional information has been requested but not received to date.